Event description:
It was reported that the patient experienced a sudden loss of therapeutic effect while driving. The patient was reportedly told by her physician to increase her stimulation as needed, and she turned her stimulation up once earlier and planned to do so again. It was also noted that the patient took myratriq to aid with symptom control and recently stopped taking that medication per direction from her health care provider. An education issue was observed, as the patient lacked basic understanding of the therapy. The patient kept trying to ¿tweak¿ the levels and was then doing better. No additional information is deemed necessary at this time, however, if additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0t9eh, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. (B)(4).